Event description:
Pt was hospitalized for diabetic ketoacidosis. Info provided by pt indicates that he checks his bloodk glucose level 3 - 5 times a day and that he had known that the level was rising. However, he did not give himself a bolus of insulin.